Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5; related manufacturer reference number: 1627487-2019-07910, 1627487-2019-07911, 1627487-2019-07912, 1627487-2019-07914. It was reported by the abbott care team that the patient¿s system would allegedly turn on when they walked up to a cash register. As a result, surgical intervention took place at an unknown date wherein the patient had their entire system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.